Event description:
It was reported that the user experienced recurrent hypoglycemia after a trainer increased the device¿s glucose target range and the user¿s total daily insulin dosing rose from 20 units to 30 units, with a documented low of 39 mg/dl and minimal hypoglycemia awareness; the user treats lows with approximately 6 grams of oral glucose and was advised to add a light lunch with 6 units despite typically skipping breakfast. Symptoms included hypoglycemia without reported associated complaints. Outcomes included no reported lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device-related problem could be determined and no specific device component could be implicated due to insufficient information and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.